Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 568 mg/dl. The customer stated the insulin pump alarmed no delivery. Troubleshooting was performed. The drive support cap appeared normal. There may have been site related issues or occlusion. The product was not returned for analysis.